Manufacturer narrative:
Pump failed to boot up once installing aa battery, flashing white screen was noted. Unable to perform displacement test, and self test due to flashing white screen. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and label damage. Unable to verify customer's complaint for unresponsive buttons and frozen screen due to flashing white screen. Flashing white screen was confirmed during testing due to moisture damage on the lcd assembly. Moisture damage was confirmed found on the electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a frozen screen and the buttons were unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer reported a frozen screen with no response from any button and the clock did not advance when observed for one minute. The customer also reported receiving an alarm. The error table indicated that replacement was required. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device will be returned.